Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided. The lead is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this lead was an attempted implant as the lead became damaged and abnormal pacing function was observed. A replacement lead with the same model number was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported. Additional information was received stating a conductor coil fracture was suspected. The lead has been received and product investigation is in progress. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant as the lead became damaged and abnormal pacing function was observed. A replacement lead with the same model number was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this lead was an attempted implant as the lead became damaged and abnormal pacing function was observed. A replacement lead with the same model number was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported. Additional information was received stating a conductor coil fracture was suspected. The lead has been received and product investigation is in progress. No adverse patient effects were reported.